Event description:
Customer states: needlestick and safety is flimsy and did not cover the needle. *date of injury: (B)(6)2022. *greiner bio one needle *how injury occurred: completed blood draw, engaging safety lock, but it did not lock. Placed on tray, once time of disposal grabbed it and pricked rt finger *life threatening? No. *permanent damage? No. *medi/surg intervention? No

Manufacturer narrative:
Complaint-(B)(4). Received 15pcs 450230/g220233u for evaluation. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations related to the claimed error. Customer samples were checked visually and functionally. No deviations were detected. The alleged malfunction cannot be confirmed. The adverse event was originally reported on (B)(6)2022 for the manufacturer (B)(4). Only when the returned samples were evaluated by the affiliated headquarters, where we purchase the product from, the correct manufacturer could be identified based on the lot number.